Event description:
During the case of cystoscopy, right ureteroscopy, laser lithotripsy, right stent placement, md used the holmuim laser to help retrieve ureteral stone. During procedure laser fiber broke at the point of insertion into flexible ureteroscope where md was holding the fiber with his fingers. He stated he felt burning sensation, but exposure to laser did not cause any injury. The incident happened 33 seconds after activating laser. It fired 199 pulses and total of 119,40 joules of energy were used. Everyone in the room at the time of incident was wearing protective laser goggles, including patient, warning sign was displayed outside the door. No harm was reported either to patient or staff. Md was able to successfully finish the case.